Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "last week." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc device detached due to ¿bad insertion¿ which subsequently led to sensor errors. As a result, the customer was unable to obtain sensor readings and experienced symptoms described as ¿lethargic and grumpy¿. The customer was unable to treat themselves and was provided insulin (type/dose unknown) by both a healthcare professional (hcp) and a non-hcp for the diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.